Manufacturer narrative:
D4 - primary UDI number: corrected. D9: date returned to mfg.: unknown. H3 and h6. Codes: updated. One device was received for evaluation. All external connections were checked and are tight. A rush of air was felt from the front dial. This was verified during inspection. The demand valve assembly was contributing to the issue. Due to obsolescence and lack of spare parts we are unable to complete the service of the ventilator. The device will be sent back un-repaired or scrapped on site pending customer response. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during pre-checkout the MRI vent has a loud leak when turned on, which sounded internal. All external connections were checked and were tight. A rush of air was felt from the front dial. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.